Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported an incomplete capsulotomy occurred during a laser assisted cataract procedure. Reporter indicated an anterior capsule tear was seen in the same incomplete area of the capsulotomy; however, the tear did not propagate posteriorly and did not cause any further complications. Patient was reported as doing well. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. There were no reported system messages or system issues that might have contributed to the event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manual completion of the procedure introduces surgical technique as a possible contributing factor to a capsular tear. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.